Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the pump was able to power on, navigate through the screens and run an infusion to completion with no discrepancies. A review of event history log revealed only one infusion performed which was successfully completed as indicated by "infusion complete"; however, the occurrence date is not captured in the history log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under infused. The event was further reported as an unspecified infusion was ¿incomplete.¿ there was no report of patient injury or medical intervention associated with this event. No additional information is available.